Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker was at elective replacement indication (eri) status due to suspected premature battery depletion. It was noted that after the device reached eri, all alerts and patient notifiers were turned off automatically. A device replacement was discussed but not yet completed. No adverse consequences were reported.

Manufacturer narrative:
The reported event of no audible feedback is unconfirmed and the reported event of premature discharge of battery is not confirmed. The device was returned at elective replacement indicator (eri) for analysis. Device image and longevity analysis were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2022-14890.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2022. The patient was in stable condition.